Event description:
The customer reported to olympus the evis exera iii xenon light source exhibited image failures in the case of movement. The issue was observed during preparation for use. No patient or procedure was involved. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. A technician was on site and repaired the device. The socket was replaced, the dust was removed, and functional testing was performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty output connector. However, the specific cause of the faulty output connector was not established at this time. Olympus will continue to monitor field performance for this device.